Event description:
During an elective upgrade procedure, insulation damage was visually confirmed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable.